Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple lead warnings had triggered due to oversensing/noise and high/undefined bipolar impedance measurements on the right ventricular (rv) lead. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.